Event description:
Police officer responded to a witnessed cardiac arrest, call had been placed for an unresponsive person. The patient had complained of feeling ill and expressed increasing pain prior to collapsing. Officers were several blocks away and arrived within a few minutes. When police arrived, the patient was apneic and pulseless. Reportedly when the on button was pressed, the device did not power on. The officer noted that both the service wrench and the battery symbol were red. Officers prepared to begin CPR, the officer stated the patient was large and the patient's jaw was very tightly clenched so opening an airway was very difficult. Als arrived in scene 2 minutes later, their device was attached to the patient. The patient was in a shockable rhythm and 1 shock was delivered. The patient converted to asystolic.